Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2010 and bard soft mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had revision surgery on (B)(6) 2018 due to the hernia mesh device. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent incarcerated left inguinal hernia thereby underwent open repair with the implant of perfix plug mesh (device #1). Per operative notes, ¿a perfix plug mesh (device #1) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia, right indirect inguinal hernia thereby underwent a laparoscopic repair with implant of bard soft mesh (left side ¿ device #2) and right-side bard soft mesh (device #3, device #4). Per operative notes, ¿on left side one bard soft mesh (device #2) was placed and sutured. On right side hernia sac was dissected. Two bard soft mesh (device #3, device #4) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with left post hernia inguinodynia, pain, scar tissue thereby underwent open repair with explant of perfix plug mesh (device #1) and bard soft mesh (device #2). Per operative notes, ¿scar tissues were divided. Perfix plug mesh (device #1) and bard soft mesh (device #2) was excised completely.¿ (B)(6) 2018 ¿ patient was diagnosed with deep groin pain thereby underwent repair with nerve block, placed fentanyl, gabapentin and hydrocodone for pain relief. (Note: no ae found regarding implanted mesh) (B)(6) 2018 - patient was diagnosed with left lower quadrant pain, right lower quadrant pain thereby underwent repair with bilateral ilioinguinal nerve block. (B)(6) 2019 - patient was diagnosed with left lower quadrant pain, right lower quadrant pain thereby underwent repair with bilateral ilioinguinal nerve block.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2010 and bard soft mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had revision surgery on (B)(6) 2018 due to the hernia mesh device. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.